Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not able to use the implant. Re-implantation is scheduled for (B)(6) 2017.

Manufacturer narrative:
Device investigation shows a multiple damaged and incompled received device, hence a root cause for reported malfunction could not be detected. According to the information in the patient report and the failed in situ test the investigation points to a device failure due to a damaged lead wire of the conductive link caused by an inadequate technique/fixation of the surgeon. This is a final report.

Event description:
The device was explanted on (B)(4) 2018. According to the device explantation report form the user had no benefit with the device and was not re-implanted.

Manufacturer narrative:
Based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Re-implantation was planned for (B)(6) 2017, however no further information could be obtained despite requested.

Event description:
Device malfunction is suspected.